Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut off. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), h6 (type of investigation, investigation findings, component codes and investigation conclusions). Additional contact information: (B)(4). A getinge field service engineer evaluated the unit and in order to fix the issue fse replaced executive processor board, replaced expired safety disk and tidal volume disk. Device passed all functional and safety tests according to factory specifications. The failure analysis and testing department received the following part exec. Processor board . This part was received with a reported unit failure message of pump shuts down. Performed visual inspection of this part received and part looks to be in good condition. Installed the exec. Processor board into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. Also, the fat dept. Pumped the unit for 3 hours and the unit was not shut down. The fat dept. Could not verify the failure message of pump shut down. Exec. Processor board passed testing. Sending board to the supplier for analysis as per procedure 0002-07-d008 rev ap. The failure analysis and testing dept. Received pcb, exec processor from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier performed in circuit testing along with manual testing, and all tests passed. The supplier could not replicate the failure of the unit shutting down. No issues were detected as described. The board passed testing. The failure analysis and testing dept. Installed 1pcb, exec processor into the cardiosave test fixture and tested the board to factory specifications per procedure number: 0002-07-d016 revision e and the cardiosave service manual part number: 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number: 002-07-d008 rev.aq. The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.